Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The lesion details are unknown. An unspecified guide wire was placed and the 6f runway fr5 guide catheter was advanced over the wire. The wire was then removed and it was noted that the runway would not move and the physician was unable to position the catheter correctly in the lesion. While attempting to remove the runway 'it seemed stuck'. Under fluoroscopy, the guide wire was advanced into the catheter again with resistance. The guide catheter was then removed. Upon removal, it was noted that the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual, microscopic and tactile inspection of the returned device revealed a shaft kink located approximately 16cm from the distal tip. The shaft also appeared flat approximately 11cm from the distal tip and measured approximately 3cm in length. Outer diameter measurements taken met specifications. A thorough inspection of the remainder of the device revealed no other damage or irregularities. There is no evidence of any specification non-conformances that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The lesion details are unknown. An unspecified guide wire was placed and the 6f runway fr5 guide catheter was advanced over the wire. The wire was then removed and it was noted that the runway would not move and the physician was unable to position the catheter correctly in the lesion. While attempting to remove the runway "it seemed stuck". Under fluoroscopy, the guide wire was advanced into the catheter again with resistance. The guide catheter was then removed. Upon removal, it was noted that the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.